Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the automated impella controller had a power cord damage issue. The cord got caught when trying to move the patient bed. There was no known patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The console log showed an ac power was not connected. The console was returned for investigation. Upon arrival the console underwent testing, which revealed an issue during visual inspection. Two of the internal cables within the plug were found to be disconnected. Further investigation involved removing the transparent cover of the plug. This revealed that both the green and white cables were disconnected. The issue was most likely the insufficient length of the wire covering, which was noticeably shorter than that of a properly functioning unit. The cables' outer sheath/jacket length was inadequate to prevent pinching at the plug, which the cord broke loose. Root cause: the reported complaint was most likely due to an insufficient length of the wire outer sheath or covering (defective ac cord set). D2 common device name revised on manufacturer device report 1220648-2024-21726 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-21726 in accordance with updated procedures.